Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] instrument and suction channel: enterobacteriacae and pseudomonas aeruginosa [second time; (B)(6), 2021] instrument and suction channel: enterobacteriacae and pseudomonas aeruginosa [third time; (B)(6), 2021] instrument and suction channel: enterobacteriacae and pseudomonas aeruginosa the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels and the distal end of the device. The testing result cleared the german guideline. The device was evaluated at olympus repair center. According to the evaluation, the following was found. - light guide lens was chipped. - the bending section rubber glue was porous and broken. - connecting tube was pierced and kinked. - grip unit was worn. - biopsy port was corroded. - light guide tube was kinked and buckled. - humidity was entered the scope connector. - electrical contacts were discolored. - there was corrosion at the auxiliary water inlet and water supply connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. The light guide lens was chipped. The bending section rubber glue was worn out and broken. Insertion section was scratched and kinked. Grip was scratched. Biopsy channel opening was corroded. Universal cord was wrinkled and kinked. Scope connector parts were corroded. There was a water invasion at the scope connector. Electrical contacts were corroded. There was corrosion at the auxiliary water inlet and water supply connector. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.